Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
Beric, a., kelly, p.j., rezai, a., sterio, d., mogilner, a., zonenshayn, m., kopell, b. Complications of deep brain stimulation surgery. Stereotactic and functional neurosurgery. 2001; 77(1-4): 73-78. Doi: 10.1159/000064600. Summary: although technological advances have reduced device-related complications, deep brain stimulation (dbs)surgery still carries a significant risk of transient and permanent complications. We report our experience in 86 patients and 149 dbs implants. Patients with parkinson's disease, essential tremor and dystonia were treated. Reported events: [male] 1 patient with deep brain stimulation (dbs) developed an infection over the pulse generator site and along the extracranial lead. At the time of article publication, the device had not yet been removed because he showed no signs of infection following extended antibiotic treatment. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.